Manufacturer narrative:
(B)(4).

Event description:
There was a por (power on reset). Therapy had turned off and reset to shipping parameters. Patient was getting the warning por message on pp (patient programmer) screen. Her ins (stimulator) was repositioned yesterday due to extreme pain in the lower back, butt cheek and incision area. Patient could not sit because the pain was very sharp and ins was near a nerve. Ins was not turned off for the procedure yesterday. Patient states she was reading the patient manual and found she was not supposed to drive with implant on. She did not know that pp batteries needed to be replace until reading the patient manual or guidelines for x-ray. There were no trauma/falls reported that could be related to this issue. There was a recent medical test or emi environmental exposure. Activities/emi that could be related to issue was reposition ins medical procedure. Event date for lower back pain and butt cheek pain was in (B)(6) 2015. Event date for ins repositioned was on (B)(6) 2016. Event date for warning por message on pp screen was on (B)(6) 2016. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.